Event description:
On (B)(6) 2024, a patient underwent cervical spinal surgery consisting of the admiral acp system. On (B)(6) 2025, it was reported that the admiral cervical plate failed to secure a mating screw, leading to a screw backout during the postoperative period.

Manufacturer narrative:
The affected device remains implanted, with no revision surgery currently planned. Evaluation of the x-ray provided confirms the screw disengaged from the plate construct during the postoperative period. However, the root cause could not be determined, as the implant was not returned for investigation and the lot number was not provided for device history record review. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.